Manufacturer narrative:
Conclusion: no conclusion can be drawn. Examination of x-ray images conducted. The product was not returned. (B)(4) - undetermined.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This is a reportable malfunction and the patient has not been revised. This report will be updated when the investigation is complete.

Event description:
Allegedly the expansion mechanism has been damaged.